Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2019-apr_01 reporting that the cause and patient weight were unknown. After increasing to almost 21 volume the screen went blank. After turning the programmer back on, they were then able to adjust volume as needed. They had not had an issue with it since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was not working and quit working last night (B)(6) 2019. Technical services redirected the patient¿s husband to call patient services during normal business hours. No symptoms were reported. The husband called patient services the next day and stated that the patient was having extra pain. They stated that they increased stimulation and confirmed the numbers were increasing, but the patient was still not feeling stimulation. It was reported that prior to the call they tried increasing stimulation and increased to the maximum setting of 20.4 and the patient still couldn¿t feel stimulation. The patient charged the device this morning as it said low battery and as of this morning the patient was able to feel stimulation. The patient indicated that no traumas/falls/emi activity contributed to the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked and see why the patient couldn¿t feel stimulation. The husband mentioned that the patient hadn¿t been reprogrammed for about 6 to 8 weeks. No further complications were reported/anticipated.